Event description:
Embolization of an aneurysm in the left communicant anterior was performed using target idc and gdc coils through the rapid transit catheter. When an attempt was made to withdraw the rapid transit, one coil migrated out of the aneurysm and occluded the carotid artery. Attempts to remove the coils were made using target and balt retrievers but were unsuccessful. The pt had a bad circle of willis and died as a result of the occlusion of the internal carotid.